Event description:
It was reported that a malfunction alarm occurred. Reportedly, the customer did not have backup therapy and would contact their healthcare provider to obtain alternate insulin therapy. There was no adverse impact to the customer¿s blood glucose level.